Manufacturer narrative:
The alleged battery not charging issue was verified; however, based on the analysis, the battery hot to touch issue could not be verified. The alleged power source alert issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Tandem technical support verified that pump was depleting normally based upon customer's settings/usage; however customer maintained that the pump was not functioning properly. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet, and the pump was hot to the touch. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.